Manufacturer narrative:
Age at the time of the event: 18 years or older.

Event description:
It was reported that the tip of the guidewire detached and remained inside the patient. A savion flx guidewire was selected for a peripheral percutaneous transluminal angioplasty (pta) procedure on a total occlusion quick calcified in the anterior tibia and stenosis on pedis artery. During the procedure, an endovascular approach was performed with the savion guidewire and a non-bsc catheter. Intraluminal recanalization was performed until the lateral plantar artery. At this point, the guide could not advance in the intraluminal crossing and about 1.5 cm of the tip detached with the polymer radiopaque coating. The piece of the tip remained inside the patient in the plantar artery. There were no patient complications reported and the patient was stable post procedure.